Event description:
During service by baxter technician, the device failed accuracy test with under delivery. The hosp rep. Ther have no record of any pt involving the pump since the last baxter service event.